Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the handpiece was being assembled before a navio ukr procedure, the burr would not slide down the long attachment and then it became stuck in the long attachment. They tried to push the stuck bur out the other direction, but were not successful. They swapped it for its back-up to proceed with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio long attachment, part pfsr110006 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be an obstruction due to damaged/broken parts. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.